Manufacturer narrative:
Upon receipt of the return tissue expander to pmt, an investigation into the cause of the leak was conducted. The tissue expander was partially filled and placed under pressure to determine if there was a leak. A leak was discovered 1.5cm from the edge of the internal injection port. While under pressure, the water stream appeared to be approximately of a similar diameter and shape of an injection needle that would have been used to fill the expander with saline. The area of the leak was placed under magnification for further investigation. While under magnification, leading from the edge of the hole in silicone shell appeared have a tiny straight line, most likely created by a sharp instrument used during the initial procedure or subsequent filling that may have damaged the silicone expander. Also noted, all of the suture tabs on this returned tissue expander were cut and one tab had a hold punctured thru the silicone by the user. Due to the location of the leak, it appears to have been caused by an angled filling needle or other sharp instrument may have accidentally punctured or nicked the silicone expander leading to the leakage after being filled with saline.

Event description:
A pmt corporation sales representative was notified by a customer of a removal of a tissue expander due to a possible leak. The customer stated that, the expander filled fine during surgery. After 3 months the patient complaint of leaking. After removal a hole in the flap was found.